Event description:
I have a CPAP therapy machine made by fisher and paykel. The machine has no on/off switch. It is in "standby" all the time. However, the machine gets very hot even when in standby. The machine has a facility for heated water being used to humidify the air being provided to the pt during the therapy time. It is unclear if the heater doesn't go off, or there is some other problem. I have been given several different stories from fisher and paykel without any solution. Fisher and paykel has told me that if I'm concerned, the machine should just be unplugged when not in use. However, this kills the time/date functions in the machine rendering the reporting system unusable. Compliance reporting for CPAP therapy is a very important part of the treatment. These machines are often installed in a drawer next to the bed - trapping the heat and making them very unsafe. I regard this as a serious design defect in the fisher and paykel machines.